Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that only approximately 1/3 of the initial volume had been infused over 46 hours. The device had been filled with an unspecified compounded drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.